Event description:
Device issue: none. Adverse event: restenosis requiring medical intervention. Onset of adverse event: approximately 6 months post procedure. Device issue: none. Adverse event: restenosis requiring medical intervention. Onset of adverse event: approximately 6 months post procedure. It was reported that two promus stents were implanted overlapping in the left anterior descending artery (lad) in (B) (6) 2009. In january 2010, two xience v stents were implanted in the right coronary artery (rca). In (B) (6) 2010, the patient experienced tingling in the fingers and wrist and "dull fuzzy pain" in the center of the chest while exercising. On (B) (6) 2010 percutaneous transluminal coronary angioplasty was performed to treat restenosis of the promus stents in the lad, reportedly due to high cholesterol. Restenosis had also occurred in the xience v stents in the rca: however, the lesions appeared stable and were not treated. There was no adverse patient sequela.

Manufacturer narrative:
(B) (4). The customer reported the device remains in the patient. A follow-up report will be submitted with all additional relevant information. The other promus stent and the two xience v stents are being reported under separate medwatch reports.